Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the lead was unable to be removed from the header with moderate traction. An orthopedic drill was used to create a hole in the header behind terminal pin block. The lead was pushed out by the terminal pin using a small allen wrench. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to remove the lead from header could not be confirmed. As received, there was damage to the header which is consistent with the field event when the lead was removed from the header. The ventricular set screw was not received with the device and could not be observed. Telemetry, impedance, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and was normal based on the device usage.